Event description:
A literature report described two eyes with undercorrection after a lasik procedure. The report conclusion indicated the femtosecond lasik ste is effective and safe in the treatment of refractive errors. Even though additional info was requested, no additional info will be provided.

Manufacturer narrative:
Even though additional info was requested, no additional info was provided. De sa del fiol, renata, md, and wilson de freitas sr, md, "results in femtosecond lasik using 2 lasers," 2015 ascrs asoa symposium and congress, room 5a, san diego, 21 april 2015, web. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).